Event description:
During unidentified procedure, the u504, probe damage error, was displayed and ptfe pad was damaged. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation (omsc) for eval. The eval confirmed that the ptfe pad partially separated from the metal part of the grasping section and there were many scratches on the probe. However, the u504, probe damage error, could not be duplicated. The manufacturing history was reviewed, with no irregularities noted. From the scratches on the probe, the subject device was activated while grasping some hard objects such as a metal clip or other instrument, a local increase of temperature was caused by the friction between the hard objects and the probe, and eventually the ptfe pad melted and separated from the metal part of the grasping section. Although the error could not be duplicated, it may be caused by activating the seal and cut mode while the probe contacted with hard objects. Based upon the finding of the eval, this report appears to be related to user handling.